Event description:
It was reported that the patient experienced low blood glucose during sleep and expressed a desire to maintain glucose between 120 mg/dl and 130 mg/dl, with device behavior and targets to be discussed with a healthcare provider; the lowest observed glucose in available reports was 58 mg/dl. Symptoms included hypoglycemia. Outcomes included serious injury/illness/impairment and unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided by the user/third party. Investigation of this case revealed that no findings were available, the medical device problem and device component were recorded as insufficient information, and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.